Manufacturer narrative:
Internal insulation abrasion was noted at 8.0-9.5cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 5.0-5.3cm and 5.2-6.8cm from the distal tip electrode. The etfe coating was not damaged due to abrasions.

Event description:
It was reported that asymptomatic patient presented in clinic for a normal follow-up. Externalized conductors were observed via diagnostically image prophylactically. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.